Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/27/2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the power management printed circuit board assembly resolved this reported issue.

Event description:
The customer reported a ventilator that would not operate on ac power. There was no patient involvement / harm.